Event description:
It was reported that the patient with this artificial urinary sphincter (aus) presented with recurring incontinence. The physician suspected it to be due to atrophy from radiation. The aus was explanted and replaced. There were no patient complications reported.